Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported device took a large cut of skin into the muscle during surgery. There was harm and potentially serious injury. There was medical intervention. The device is (B)(6) years old and has never been sent here for a pm. Not returning for repair. No additional adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The investigation is complete. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
Investigation complete. No additional information available.